Event description:
It was reported that "needle hub cracked - air was entered from the needle. During puncture needle separated from plastic hub."

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. The needle contained obvious signs of use in the form of biological material. Visual examination of the introducer needle revealed that the hub was cracked in multiple places. The needle hub was tested for leaks by attaching a lab inventory syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited from the cracks in the needle hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by complaint investigation. A device history record review was performed based on sales history and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "needle hub cracked - air was entered from the needle. During puncture needle separated from plastic hub."